Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Small triangle part underneath was falling off inside the mouth- oral-b power oral care refills [device breakage]. Case narrative: follow up received on 15-jan-2026. Consumer called stating that the small triangle part of brush head underneath that didn't vibrate was falling off inside the mouth while brushing. No injury was reported.